Manufacturer narrative:
(B)(4). Date of initial report : 12/29/2014. Date of follow-up report : 02/17/2015. One used device was returned and evaluated. Visual inspection found no defects. Tissue was in the jaws of the device, but the jaws were not stuck shut and the jaws opened and closed normally using the handle. Functional testing was performed on simulated tissue and all seal cycles completed satisfactorily and a visual seal effect was observed. The jaws did not stick to or lock onto the tissue, and the device reopened without difficulty after sealing. The knife was activated on a silicone test strip and the results were acceptable. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Event description:
The customer reported that during a colectomy procedure, the jaws of the device could not be reopened while applied to patient tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.